Manufacturer narrative:
The reported complaint was confirmed via data logs. The service repair technician observed the roller pump to operate as intended throughout the evaluation. The user facility decided not to have anything repaired on the pump so it will be returned as is. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Updated block: d10.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed there to be no "cover open" error messages when the cover was closed. The pump function as intended throughout evaluation.

Manufacturer narrative:
Per data log analysis, there were three small roller pump logs provided. The log for one of the small roller pump modules had unusual cover open events. On (B)(6) 2019, when the system was powered up the pump immediately reports the cover was open. The central control monitor (ccm) was shut down and the system was power cycled and the cover was still reported as open. After multiple power cycles, the cover was still reported as open. On the sixth power cycle the cover was reported as closed. After this the cover was opened and closed many times, possible testing was being performed. There is no way to tell from the log if the cover was actually opened or if the magnet switch detection was not working properly.

Manufacturer narrative:
The field service representative (fsr) could not verify the intermittent false pump cover open notification. The pump worked properly when tested. As a precaution, the pump was replaced. The unit operated to the manufacturer's specifications. The suspect device will be sent back to the manufacturer for further evaluation.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the pump displayed a "cover open" message even though the cover was closed. The surgical procedure was cancelled.